Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the external fixation surgery with the seldrill and the drill sleeve for the fracture. According to the nurse, when the surgeon tried to insert the seldrill in question, the seldrill interfered with the drill sleeve (395.921) and started to be shaved. Therefore, the surgeon used another seldrill from different lot number. The surgery was completed within 30 minutes delay. Since there were no problems with other lot number of the product, the nurse guessed that there was no possibility that the event was with the drill sleeve. The hospital requested to investigate the seldrill in question. No further information is available. This report is for one (1) seldrill-schanzscr ø5 l150/60 ti. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. A review of the device history record has been conducted. No non-conformances have been identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team also conducted a visual inspection of the provided image. Visual analysis of the returned sample revealed that the seldrill-schanzscr ø5 l150/60 ti was scratched from the middle section. Unable to assemble condition cannot be confirmed since the mating device was not returned. A dimensional inspection was performed for the seldrill-schanzscr ø5 l150/60 ti and met specifications. A functional test was unable to be performed since mating device was not returned. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the seldrill-schanzscr ø5 l150/60 ti would contribute to the complained device issue. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6: a device history record (DHR) review was conducted: part: 494.784, lot: 517p544, manufacturing site: raron, release to warehouse date: 13. Dec. 2021. A manufacturing record evaluation was performed for the finished device 494.784, lot: 517p544 and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.